Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a partial fractured conductor at 11.5 cm from the terminal end. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed high shock impedance code.

Event description:
It was reported that this electrode was explanted due to high shock impedances within normal limits. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported.